Manufacturer narrative:
Concomitant products: product ID 8709, lot # j0058207r, implanted: (B)(6) 2001, product type catheter; product ID neu_ptm_prog, serial # unknown, product type programmer, patient. (B)(4).

Event description:
It was reported that at a refill on (B)(6) 2015, the refill was done ~1 week before the expected alarm date which was expected to be (B)(6) 2015 based on the refill back on (B)(6) 2014. During the refill, the health care provider (hcp) got back the expected volume of ~3 ml, however the programmer showed the pump had a low and then empty reservoir alarm back in (B)(6) 2015. After the refill, the alarm date showed (B)(6) 2015. The pump was read on the date of this report, and he pump showed a refill date of (B)(6) 2015 and a reservoir volume of 9.2ml. The logs at last change show that the pump has not been updated since the last refill ((B)(6) 2015). No symptoms were reported. The hcp switched the mode to flex and did a 10% increase, and the reservoir alarm date switched to (B)(6) 2015, which was noted to be expected based on the stated alarm volume. Reporter is questioning if the software is somehow miscalculating the refill interval. The drug that was used via the device system was lioresal. It was later reported, that the hcp accessed the patient's pump and got back what they manually calculated should be in the reservoir versus what the programmer showed should be in the pump. This helps confirm that the pump was truly dispensing accurately despite the reservoir volume decrementing ~2x as fast as expected. It was also noted that the logs showed a pump stopped due to safety count message about 2x a day since the last time the pump was updated. The patient intervention remained unknown at the time of this event; if additional information is received this report will be updated.